Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the battery had depleted normally. The extension was replaced. The patient was hospitalized and recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID: 37642, serial# (B)(4), product type: programmer, patient; product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3389s-40, lot# v305208, implanted: (B)(6) 2009, product type: lead; product ID: 3389s-40, lot# v305208, implanted: (B)(6) 2009, product type: lead; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking in the posterior neck (more in left side of neck and face, predominately in the face now) every "15 minutes or so". It was stated that even if the patient turned off one device, he would still experience shocking. It was further stated that if both devices were off, the patient would not experience shocking. The shocking reportedly started in (B)(6) 2013. The healthcare provider (hcp) did not recall any falls or trauma (reported in the patient's chart), but it was known that the patient had falls due to "lousy" balance associated with essential tremor. It was noted that the patient needs a walker to ambulate. It was further stated that the patient experienced several falls over the last few months and had orthostatic hypotension and had fainted a few times. It was stated that some falls were associated with fainting and some were just associated to balance issues, but no substantial head trauma was determined. It was added that the patient had a revision in (B)(6) 2013. The right implantable neurostimulator (ins) was reportedly repositioned due to thinning of the skin over the ins and the extension was replaced. It was thought the pocket adapter might have also been replaced. The hcp was not present at the surgery, so it was unknown if a pocket adaptor was present or if the lead was tested. The revision was done in hopes it would help the shocks and it did not. Palpating the ins did not cause stimulation changes. Also, movement or palpation did not reproduce the shocking. Moreover, the patient had been reprogrammed twice since the onset of the shocking and has not made a difference. It was noted that the patient had developed a tolerance to the stimulation, so multiple groups were created. It was added that the shocking was not limited to a particular group. It was stated that x-rays had been performed and appeared "fine". It was also stated that the patient had four active leads (thalamic stimulation, two leads on each side). The patient reportedly had a good response with the initial leads, but developed worsening tremor, so two more leads were implanted slightly anterior to the initial leads. It was further stated that if stimulation was turned off, the patient would "bounce while standing". Since the impedances were similar with both mono and bipolar combinations, a fluid short at the lead/extension connection was suspected (the impedances were taken (B)(6) 2013). It was added that the patient felt shocking when his head was in a neutral position. The hcp would evaluate if there was a difference in location of shocking depending on which device was off. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information received reported that the cause of the event was unknown. It was stated that one month post revision, the shocks suddenly stopped.